Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye identified loose blue pull ring cap inside an opened pouch. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of the transfer set was found dislodged before opening the outer pouch. However, when the sample was received, the packaging was already opened. This was noticed before use. There was no patient involvement. No additional information is available.